Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no material #/batch#/sample available.

Event description:
It was reported that unspecified bd¿ catheter was taken out of the patients arm and blood splattered. No serious injury or medical intervention was reported. Verbatim: "material no: unknown batch no: unknown. It was reported that when needle was taken out blood splashed on arms of 2 patients. "Xxx has expressed she experienced blood splatter two times in one day, used 18g in both circumstances, unsure of lot numbers, used ivs in patient. When asked about technique xxx conveyed she inserted the IV, took tourniquet off in timely fashion but as soon as xxx withdrew needle, blood splashed on arms 2 times."